Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was not able to connect to the charge the implant and she needed therapy because it helped her. The patient could not communicate with the recharger and had poor communication with the programmer. The last time the patient felt stimulation was in (B)(6) 2017 because they had been so busy they had not been keeping up with charging. The patient was unable to charge the implant and was getting the reposition antenna screen. The patient was directed to their healthcare provider for a suspected overdischarge. The patient explained that she couldn¿t get an appointment at her clinic for a month so she was going to be admitted to a hospital so a manufacturer representative could see her there to jumpstart the device. The indication for use was spinal pain.